Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a neck dissection procedure, the device started making screeching noises and then it cracked down the shaft. Procedure was completed with another device. No pt consequences were reported.